Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race: unk. Date of event: unk. Implant date : unk. Explant date : na. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.0/088 (sphere/cylinder/axis), into the patients left eye (os). The surgeon found the toric lens had no alignment marks, so he aligned the lens according to the peri-optical holes with his experience. The lens remained implanted. At the last visit, the patients va was 20/20. Additional information has been requested but none has been forthcoming.